Event description:
Procedure: lung resection. According to the reporter: procedure went ok and pt was doing fine. 2014, pt came back in for an x-ray due to an unrelated condition, when a piece of the reload was identified on the xray. The piece is believed to be the ibeam oval part visible on the anvil underside during firing. Nothing unusual was reported during or directly after the procedure.

Manufacturer narrative:
(B)(4).